Manufacturer narrative:
The complaint of "bubbles & holes" was confirmed, and the cause appears use related. The product returned for eval was a 5 fr d/l power PICC catheter. A white/clear sticky residue material was seen on both extension legs and hubs. Dark red residual material was seen within the extension leg of the red luered lumen. A longitudinally aligned split approx 0.5" in length was seen between the 8cm and 10cm depth markings, and another longitudinally aligned split approx 0.4" in length was seen between the 43cm and 45cm depth markings. The catheter appeared to be plastically deformed between the 23cm-25cm and 44cm-45cm depth markings, as evidenced by bulbous deformation and local discoloration of the catheter material. The catheter was occluded to infusion through the red luer, and would infuse solely through the split site when infused through the purple luer. An infusion attempt on the purple luered lumen from the distal tip proved that an occlusion was also apparent in that lumen. The bulbous region between the 23cm-25cm was cut open to inspect the lumen. A hardened white foreign substance was found in this region. Tactile elevation showed tensile weakness at the split sites. Microscopic examination of the two split sites showed that the fracture surfaces were rough and granular in appearance. The catheter splits are characteristic of over-pressurization damage. The IFU proves the following precautions regarding over-pressurization: "do not use a syringe smaller than 10ml." "Exceeding the maximum flow rate of 5 ml/sec or the maximum pressure of power injectors of 300 psi may result in catheter failure and/or catheter tip displacement." "Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure." "Catheters that present resistance to flushing and aspiration may be partially occluded. Do not flush against resistance..." As both lumens contained subcutaneous burst damage a second file was opened. This file specifically addresses the split between the 43cm and 45cm depth marking. A chr of lot #reul0433 showed one other similar product complaints from this lot number (#318206).

Event description:
Line was placed on (B)(6) 2011. On (B)(6) 2011, there was no blood return. Still able to infuse ultram in both lumens. The PICC nurses that placed the line use 10cc syringes, pt was sent to critical care after PICC placement. Unk if CT scan or size syringes are used in critical care. Pt had increase arm circumference, doppler study indicated normal limits. Once the line was removed on (B)(6) 2011. Physician determined not to complete another doppler study. Pt may have been transfer to hospice after line was removed.